Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 03aug2015. The review was performed from the date of manufacture to the present date 24may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had check IV set error message. Opened up access to check sensors, gently push both top and bottom, connected to test equipment to make sure it was flowing without obstruction. Put it back in service. There was no patient involvement.